Event description:
It was reported that the pt underwent a tlif by mis at l4/5 using interbody devices and posterior fixation. It was reported that the pt underwent revision surgery due to fusion failure considered resulted from the loosened screw at right l4. It was confirmed at revision surgery that the set screw was loosened and fusion failed at the surgical site.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 8670855, 510k #k000453 was cleared in the united states. Explanted devices were not returned to the MFR for eval. Based on visual review of the pictures submitted and event info, the implanted rod appears to have been improperly placed with respect to the ma screws. This may have contributed to improper set screw location, and associated insufficient rod fixation. The observations are consistent with improper technique, contributing to the foregoing event.